Event description:
It was reported that occlusion alarms occured. Customers blood glucose was greater than 400 mg/dl. Customer reverted to manula insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.